Event description:
The customer reported that the sys displayed an ad channel 8 error message. This error message will prevent the sys from booting up. There is no report of pt injury.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time.